Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was implanted approximately 1.5 ((B)(6) 2018) years ago in the female patient. During the 1.5 year time period the patient gave birth. The patient presented with a compressed vbx stent (proximal end) confirmed by MRI. Reintervention occurred (B)(6) 2019 deploying a balloon first. This approach was unsuccessful. Eventually another stent (express¿ ld) was implanted at the proximal end of the vbx extending the bifurcation. The patient tolerated the procedure well.